Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display was noted. However, moisture damage was noted on the electronics and motor. The insulin pump was received with cracked display window corners, cracked battery tube threads, a reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Event description:
Customer reported condensation and moisture in her insulin pump and display. The customer's blood glucose was 189 mg/dl at the time of the call. Troubleshooting found customer's insulin pump was exposed to water. Customer also stated her insulin pump is off and will not turn back on. No additional information is provided.